Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The patient reported experiencing issues with the infusion device since the summer. She stated that on one occasion the infusion device did not deliver insulin for 8 hours and no alert/error message was displayed. She began to vomit and her blood glucose was elevated to 30 mmol/l (540 mg/dl). She stated that she experienced a broken blood vessel in her eye as a result. She stated that on several instances she has bolused while the infusion device was in her pocket and the bolus was not delivered due to a defective down button. She first noticed the issue a month ago. She stated her highest blood glucose reading was 33 mmol/l (594 mg/dl). Her normal blood glucose range is 8-12 mmol/l (144-216 mg/dl). No further information available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.